Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient underwent an MRI scan on (B)(6) 2016. It is unknown if the appropriate MRI procedures were completed before and after the MRI scans. Pump therapy was stopped (0.0 mcg/day flow rate programmed) for a week on (B)(6) 2016. On (B)(6) 2016, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. A catheter access port (cap) study was performed, and the catheter was later found to be patent. The pump valves were also checked for clicking sounds with a stethoscope, and no issues were reported. It was reported that the patient experienced inadequate pain relief. The patient was later reported to be doing better on (B)(6) 2016, and pump therapy medication dosage was adjusted. On (B)(6) 2017, it was reported that the pump was explanted on (B)(6) 2017, and the patient was re-implanted with a prometra ii pump.